Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire kinking inside the patient could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that a quickflash a-line was used per normal as a routine insertion. Inserted guide wire and when pulling guide wire out it became stuck. The guide wire was bent/coiled inside the radial artery. Intervention - the decision was made to surgically remove the wire. The wire was in the subcutaneous tissue. No report of harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that a quickflash a-line was used per normal as a routine insertion. Inserted guide wire and when pulling guide wire out it became stuck. The guide wire was bent/coiled inside the radial artery. Intervention - the decision was made to surgically remove the wire. The wire was in the subcutaneous tissue. No report of harm to the patient. The patient's condition is reported as fine.